Manufacturer narrative:
Contour test strips (50) prod. Code 7080d lot # 7ac3c02 will also be returned.

Event description:
The contact alleged that a control test was performed using the customer's meter, and the result was 333 mg/dl. The normal control range was 99-136 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.